Manufacturer narrative:
Patient weight: (B)(6) kg. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that during the procedure the tip of the polaris plug driver fractured. The tip was removed but no further surgical information was provided. There was no reported patient harm.

Manufacturer narrative:
Duplicate report received from the hospital. Additional information in e1, e2, e3, and e4. - attachment: [(B)(4) for medwatch report mw5095399 _ scanned from a xerox multifunction device (004).pdf].

Event description:
It was reported that during the procedure the tip of the polaris plug driver fractured. The tip was removed but no further surgical information was provided. There was no reported patient harm.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint cannot be confirmed for one pol 5.5 ti plug driver for the reported failure of broken tip. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.